Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was diagnosed with unstable angina.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06463. (B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently the index procedure was performed. Target lesion #1 was located in the proximal right coronary artery (rca) extending to the mid rca with 100% stenosis and was 60mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with predilation and placement of a 3.50x38mm promus element long and a 3.00x28mm promus element stents. Following intervention, residual stenosis was 10%. In (B)(6) 2013, three days post index procedure, the patient was referred to the cardiac catheterization laboratory for planned intervention to the target lesion. Target lesion #2 was located in the proximal left anterior descending (lad) extending to the mid lad with 99% stenosis and was 46mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with predilation and placement of a 2.75 x 28mm and a 3.00 x 20mm promus element study stents in overlapping manner. Following post dilation, residual stenosis was 0%. Target lesion #3 was located in the first diagonal artery with 95% stenosis and was 26mm long with a reference vessel diameter of 2.5mm. Target lesion #3 was treated with predilation and placement of a 2.50 x 28mm promus element study stent. Following intervention, residual stenosis was 0%. Three days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with coronary heart disease and was hospitalized on same day. The following day, the 99% restenosis of the previously placed study stent in proximal rca was treated with percutaneous coronary intervention (pci). Following intervention, residual stenosis was 0%. Two days post procedure, the event considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the 99% restenosis of the previously placed study stent in proximal right coronary artery (rca) extending up to mid rca was treated with cutting balloon angioplasty and stenosis in the first right posterolateral artery (rpl) was treated with stent implantation with 0% residual stenosis.